Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer reported blood glucose (bg) levels between 325-350 (mg/dl) and moderate ketones. A combination of injections and pump boluses were delivered to address bg levels. It was indicated that injections were available for back up insulin therapy.